Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch verio iq meter displays a message of retest with new strip. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in february (year not specified). According to the csr¿s documentation, 6-7 minutes prior to the start of the alleged meter issue, the patient reportedly was experiencing symptoms of shaking and blurry vision. The patient, however, denied receiving any form of medical intervention after the alleged meter issue occurred. At the time of troubleshooting, the csr verified there was no misuse of the lfs product and the patient was not using the subject meter for the first time. The csr noted the patient did not have all her testing supplies available; the alleged meter issue remains unresolved. There is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.